Manufacturer narrative:
Medwatch sent to FDA on (B)(6) 2016. The documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juv&#580;erm ultra xc in the "lateral brows, lateral periorbital shelf and tear troughs." Patient was concomitantly taking pristiq. A few months after injection, the patient had a "microdermabrasion treatment" that "create some oedema" in the tear troughs that are "more so on the right side." The "oedema has fluctuated over the past 18 months." Patient was treated with hyaluronidase and symptoms have resolved.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "oedema" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of edema: "contra-indications juvéderm® ultra® xc should not be used simultaneously with laser treatment, deep chemical peels or dermabrasion. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week."

Event description:
Healthcare professional reported injecting a patient with juvederm ultra xc in the "lateral brows, lateral periorbital shelf and tear troughs." Patient was concomitantly taking pristiq. A few months after injection, the patient had a "microdermabrasion treatment" that "create some oedema" in the tear troughs that are "more so on the right side." The "oedema has fluctuated over the past 18 months." Patient was treated with hyaluronidase and symptoms have resolved.